Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Per customer, the requested patient demographics is not available.

Event description:
It was reported that the nurse noticed that the modules had powered off and stopped infusing. The event occurred in the neonatal intensive care unit (nicu). Although requested, no additional information was provided.

Manufacturer narrative:
The customer¿s report that the source device shut down stopping infusions could be the result of the pump module being channeled off by the user resulting in a system shutdown; however the user¿s intentions could not be determined from the entries in the log. Log analysis results: a review of the pcu event log identified an infusion of unknown medication was restored on (B)(6) 2020 at 7:33:45 am and started. This was the only infusion / activity on the reported date of event. The logs revealed the pump module alarming for patient side occlusion 21 times. The logs record the user restarting the infusion after each alarm. The log also captured the user entering the option menu and adjusting pressure limit 2 times (300 / 400 mmhg). The device was channeled off by the user at 7:50:07 am. The ¿channel off¿ initiated a system shutdown. No errors or anomalies were observed on the reported incident date. Test results: a test infusion was performed on the source pump module. The infusion test spanned a 24hr time period. During infusion testing there were no irregularities observed. Root cause: the root cause of the customer¿s experience that the pump module shut down and stopped infusions was not identified. However, the log identified the device had stopped infusing as a result the device being channeled off. Device history review: a review of the device history record showed the device had a manufacture date of 03/18/2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for serial number (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the serial number (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. No errors or anomalies were observed and the device was found to be operating within specification.

Event description:
It was reported that the nurse noticed that the modules had powered off and stopped infusing. The event occurred in the neonatal intensive care unit (nicu). Although requested, no additional information was provided.